Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: noise seen on the ra lead as well as shock. Most recent lat nxt transmission and numerous atrs due to what looks like muscle noise. Muscle noise on the shock channel is not atypical due to the distal coil to can vector however muscle noise on the ra channel is likely indicating that there is an insulation degradation somewhere likely pocket area. P-waves are not large so sensitivity programming is going to be challenging to mitigate. Pt scheduled for device changeout as eri was reached (B)(6) 2024. Doctor will address ra lead at changeout. Should additional information be received, this file will be updated.